Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is expected, but not yet been received for evaluation. (B)(4).

Event description:
A surgeon reported that the irrigation did not flow properly into the patient's eye during a procedure. The procedure was completed without exchanging the product. No harm to the patient was reported. A sample has been requested but not yet received for evaluation.